Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was indicating that there was a problem with his battery pack. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was unable to be positively determined. No adverse event resulted from the blown battery fuse. The patient received a replacement battery pack.